Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 433 mg/dl. The customer also reported that they experienced a low blood glucose level of 41 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with the insulin pump. The customer did not mention how they treated for the low blood glucose. The customer reported having issues with the sugar glucose and blood glucose readings. Troubleshooting was provided for the sugar glucose and blood glucose difference, insulin delivery was not suspended. The insulin pump will not return for analysis. Frn-unk-rsvr, ozp-mmt-7008-snsr, unomed set.